Event description:
The pt reported that the up and down arrow buttons were not responding on the keypad. The buttons do spring back and the reporter denies damage to keypad or exposure to water.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.